Event description:
The patient had an itrel ii model 7424 neurostimulator implanted on 08/13/1992 for spinal cord stimulation to treat back pain. The device MFR was notified by the MFR on 06/02/1999 of a security system that an adverse device interaction had occurred with a 3m model 3802 library detection system. The patient experienced a surge from his 7424 spinal cord stimulator when he unknowingly walked through the library security system. On june 10,1999 the hcp called to relate the same event, but stated the patient had been thrown across the room when he encountred this library security system unknowingly. The patient had a recent hernia repair and therefore had a risk of damage to this incision and repair without adequate healing time. The patient had called the office to have the system checked and had good stimulation with no problems.